Event description:
Pt has renal & hepatic parenchymal disease and axonal polyneuropathy without life style or known diseases as causal. Believe low weight silicone elastomers & other toxic chemicals from 36 - year old breast implants are causing slow death.